Event description:
It was reported that patient was revised for an infected left hip. Surgeon removed head, poly and screw.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2030-6525-1, 6.5; cancellous bone screw 25mm, lot code: mnk0j6. Cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: mnaave. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: the event was not confirmed and the root cause of the reported event could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised for an infected left hip. Surgeon removed head, poly and screw.